Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and juice was consumed to address the low bg. The customer stated that the basal rate setting was to be adjusted per the healthcare provider and was the cause of the low bg.